Manufacturer narrative:
The lot was manufactured between june 19, 2023 and june 22, 2023. The actual devices were not available; however, a photograph of the samples was provided for evaluation. Visual inspection of the photograph observed that the fill port where the white cap was attached has completely broken off from the three (3) devices. The reported condition was verified as a broken fill port. The cause of the condition could not be determined; however, the probable cause may be related to product handling after manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white plastic (fill port) caps of three (3) small volume intermates were broken resulting in a separation from the bottles. This was observed when the package containing the devices was received by the customer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.